Event description:
Adverse event: overcorrection. A laser operator reports a pt that is overcorrected following refractive surgery. The laser operator, authorized to speak for the surgeon, stated the surgeon feels the pt is still healing and has not suffered any harm or injury. He was not ready to make a judgement on the pt outcome, nor does he want to provide pt records. The surgeon requested a review of the log file to determine the laser's performance during the time of this pt's surgery.

Manufacturer narrative:
Determination of root cause: assessment: log file review indicates the laser functioning within expected parameters during the time of this pt's surgery. The voltage, esec and energy all look good and the eyetracker was perfect. The procedure was completed without any interruptions. Non-product factors including pt response to the laser ablaton, pt healing characteristics and preoperative pt selection could not be reviewed because the surgeon declined to provide pt records. Clinical info was limited to a verbal communication with the site's contact who indicated the pt was treated for "about +2.00 sph with +2.00 cylinder correction and at most current follow up visit, the pt refracted close to a -0.75 sph with about +1.00 d cylinder refraction." No additional info was provided. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).